Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose of 33 mg/dl due to change of site. Healthcare professional suggested that site be changed to leg, which is what caused low blood glucose. The emergency medical service was called on (B)(6) 2015 due to low blood glucose event. Customer declined troubleshooting as healthcare professional changed insulin pump settings.